Event description:
Initial problem detected during (B)(6) 2015 ICD check, artifact recorded on rv lead, minimal, no intervention taken, suspect lead fracture. (B)(6) 2015 ICD check showed no further artifact recorded. On (B)(6) 2015 ICD check showed multiple recordings of artifact on rv lead and rv lead integrity warning was triggered on (B)(6) 2015.